Event description:
It was reported that the left ventricular lead was fractured. High impedance was noted and on fluoroscopy a "clear gap of electrode coils was found" and a lead fracture at "vessel side of sleeve" was confirmed. Lead repair was attempted, but unsuccessful. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4989 competitor implantable lead 2006 (B)(6); 4305 competitor implantable lead 2006 (B)(6). (B)(4).